Event description:
Customer received two sets of broken referencells vials. Both a1 and b cells were broken in both sets. A receiving employee touched them and was exposed to blood. There were no obvious cuts on the person prior to exposure.

Manufacturer narrative:
Customer asked whether or not our product was tested for infectious diseases. The package insert indicates that all blood products should be treated as potentially infectious. Product labeling states: "source material from which this product was derived was found negative when tested in accordance with current FDA required tests. No known test methods can offer assurance that products derived from human blood will not transmit infectious agents." Customer referred exposed employee to occupational health.